Event description:
During initial implant procedure, a curve at the distal end of the right ventricular (rv) lead was observed while attempting to position the lead. A new rv lead was implanted to resolve the event. The patient was stable with no consequences.